Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/13/2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and passed. A "call tech support" error was observed on the screen, and the data log could not be retrieved due to the "call tech support" error. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.